Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00401891_1644408-2023-00312; 509-00-032, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient had a reverse on (B)(6) 2026. Patient was unstable a few months after surgery. Surgeon changed components to a larger glenosphere with a spacer and semi poly. Patient was stable after revision.